Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® multiple sample luer adapter there were 4 occurrences of blood leakage, and once the luer adapter broke off. The following information was provided by the initial reporter, translated from japanese to english: the customer reported the following two issues of luer adapter: (1) blood leakage: during blood collection with the luer adapter attached to the holder, blood leaked within the holder and did not flow into tube. This occurred in at least four products. (2) breaks off: when attaching the luer adapter to the holder and removing the cap, the hcp saw the luer adapter breaking off.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 21-feb-2023 h.6. Investigation summary: bd received 40 samples for investigation. One of the returned samples was attached to a holder and was observed to be broken off on the non-patient side. Additionally, 10 of the samples were evaluated by functional testing, each used to draw 30 tubes, and the indicated failure modes for leakage and cannula breaks off with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cannula breaks off. This complaint has been unconfirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that during use with the bd vacutainer® multiple sample luer adapter there were 4 occurrences of blood leakage, and once the luer adapter broke off. The following information was provided by the initial reporter, translated from japanese to english: the customer reported the following two issues of luer adapter: (1)blood leakage: during blood collection with the luer adapter attached to the holder, blood leaked within the holder and did not flow into tube. This occurred in at least four products. (2)breaks off: when attaching the luer adapter to the holder and removing the cap, the hcp saw the luer adapter breaking off.